Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation, and neither blood on the outside of the housing nor a cause for the failure was visible on the provided photos. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak from a broken part at the top header of the dialyzer occurred during patient treatment with a polyflux 140h set. A blood leak alarm was triggered. The set was changed and treatment was restarted. There was no patient injury or medical intervention associated with this event. No additional information is available.